Event description:
A physician reported that tip of the vitrectomy probe was deformed and could not be used before vitrectomy surgery the surgery was completed on the same day after replacing the pack with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received for the report. The sample was visually inspected and found to be conforming, no bent or deformed visual condition was observed. Orange/brown foreign material on the port face, on the welded cap, inside port. White/clear foreign material on the port face and on the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the file were reviewed by the manufacturing site. Photo one show a probe needle. Photo two show a label with reported lot number. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was visually conforming for reported tip deformed issue. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).